Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off after 3 hours of use event on (B)(6) 2026 no further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca. Post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.